Event description:
It was reported that customer experienced continuous glucose monitor error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset sensor session was successfully started with no further error messages reported.